Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported during bio med departments review of logs that multiple pump modules were found to have received channel error codes. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned device logs that the initially reported suspect device reported under manufacturer report number is a concomitant. Please refer to manufacturer report number 2016493-2021-80178, which captured the correct suspect device per investigation report.

Event description:
It was reported during bio med departments review of logs that multiple pump modules were found to have received channel error codes. There was patient involvement but no harm.